Event description:
It was reported that the customer's sensor readings were inconsistent. For example, his blood glucose level was 49 mg/dl and his sensor glucose level was 102 mg/dl. The sensor also shut the insulin pump off during the night when his blood glucose levels were not low. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.